Event description:
It was reported that post-implant the right ventricular (rv) lead exhibited undersensing, failure to pace, and low impedance. A lead dislodgement was suspected. During the revision procedure, a lead fracture was suspected and the lead was replaced. A replacement lead was attempted but not used during the procedure. The replacement lead exhibited high impedance, failure to pace, and contained a possible fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.